Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned to abbott vascular for analysis. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The additional therapy appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an occluded and heavily calcified lesion in the mid left anterior descending (lad) coronary artery. A 3.0x28mm xience sierra stent was implanted in the mid lad and jailed the diagonal. The jailed diagonal was then ballooned with a 1.5x8mm mini trek balloon dilatation catheter (bdc) and an extravasation was noted at the ostium. A 2.8x19mm graftmaster coronary stent graft system was then inserted into the proximal lad and deployed in the diagonal to completely seal the perforation. Post-dilatation was then performed twice with a 3.25x15mm nc trek bdc and the procedure concluded. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.